Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 430 mg/dl which was treated with bolus. The current blood glucose level of the customer was 336 mg/dl. Customer declined to troubleshoot for high blood glucose. It was unknown that if the insulin pump was in auto mode at the time of the incident. The customer will continue the use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.